Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a 23-inch, 6 mm infusion set, with no reported alarms or delivery stoppage and no observed leaks; capillary blood glucose confirmed elevated values, and the patient performed a set change with remote guidance, after which glucose trended downward. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia with a reported peak of 272 mg/dl over a couple of hours, no ketone testing, no back-up therapy use, and no medical intervention. Investigation included customer-service troubleshooting and education focused on infusion set replacement and confirmation of system status. Investigation of this case revealed no device alarms or identifiable hardware malfunction, and the event was consistent with unexplained hyperglycemia that resolved after a set change, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.